Event description:
It was reported that the ventricular lead was capped due to product performance issues and diaphragmatic stimulation. No patient complications were reported as a result of this event.